Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It was reported that the stent delivery system (sds) met resistance with the lesion resulting in difficult to advance. In this case, it is likely that when the sds interacted with the patients 90% stenosis, heavy calcification and moderate tortuosity with the lesion it contributed to the reported material rupture of the balloon and subsequent activation failure of the stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, moderately tortuous mid left anterior descending coronary artery that is 90% stenosed. Pre-dilation was performed with a 2.5x15mm non-abbott balloon. The 3.0x18mm xience skypoint stent delivery system (sds) was advanced and resistance was met with the calcification. During deployment, the balloon on the sds ruptured during the first inflation at 6 atmospheres and the stent failed to deploy. The sds was simply withdrawn with the stent. Additional pre-dilation was performed using the same 2.5x15mm non-abbott balloon and a new 3.0x23mm xience skypoint stent was placed to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.